Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar maryland forceps (bmf). Evaluation of the device data indicates that the reported bmf calibrated successfully and was connected to the arm cart assembly. The aca experienced robotic arm joint 5 (ra_j5) redundancy check failure triggering an error code ¿ra_j5 redundancy check¿, which prevented the tele-operation, but no instrument identification issues were observed. Evaluation of the device data for the reported bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic thymectomy procedure, especially while the surgeon was mobilizing the thymus tis sue, the system displayed an arm 2 error when the surgeon attempted to insert the instrument. The arm was still able to move, allow instrument insertion, and complete calibration. However, after the instrument was inserted, teleoperation was not possible, and the instrument background remained white on the system display. The white background indicated that arm 2 did not complete the communication needed to activate teleoperation control, even though the physical insertion and calibration steps were successful. As a result, the system did not fully recognize the instrument for surgeon control. Troubleshooting was performed by undocking arm 2, rebooting the arm, and recalibrating it. After these troubleshooting steps, teleoperation was restored, the instrument display returned to normal, and the procedure continued without further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic thymectomy procedure, especially while the surgeon was mobilizing the thymus tis sue, the system displayed an arm 2 error when the surgeon attempted to insert the instrument. The arm was still able to move, allow instrument insertion, and complete calibration. However, after the instrument was inserted, teleoperation was not possible, and the instrument background remained white on the system display. The white background indicated that arm 2 did not complete the communication needed to activate teleoperation control, even though the physical insertion and calibration steps were successful. As a result, the system did not fully recognize the instrument for surgeon control. Troubleshooting was performed by undocking arm 2, rebooting the arm, and recalibrating it. After these troubleshooting steps, teleoperation was restored, the instrument display returned to normal, and the procedure continued without further issues. There was no patient injury.